Event description:
It was reported that unit does not charge. The treatment was stopped till the replacement of the console but as it was short; it took less than 2 days. There was no impact on the treatment of the patient. The console was replaced quickly.

Manufacturer narrative:
The device was sent to our technical center so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.